Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint relates to a product which meets specification and the complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.0mm and the lesion length was 8mm. Pre-procedure was 99% stenosis and post-procedure was 0% stenosis. No information if direct stenting was attempted. A 4.0x12mm liberte stent was implanted. Due to a dissection a non bsc stent was used. The procedure was a technical success. The patient was discharged 4 days later without angina or silent ischemia. Discharge medication included aspirin 75mg daily/indefinite, clopidogrel 75mg daily for 1 month and heparin.